Event description:
Autotransfusion devices developed a blood leak after starting use. Use was discontinued. Lot numbers on hand which this device came from one of 305657800, 30510200, 30493500, 30381600. Device was contaminated with pt's blood and discarded in red bag waste. Post incident evaluation inconclusive.